Event description:
It was reported that this right ventricular (rv) lead was presenting loss of captured, a fluoroscopy was done but no obvious movement was noted. Testing was done and revealed high capture threshold measurements that was positionally variable. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was presenting loss of captured, a fluoroscopy was done but no obvious movement was noted. Testing was done and revealed high capture threshold measurements that was positionally variable. The lead was explanted and replaced. No additional adverse patient effects were reported.